Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m58 lead, implanted: (B)(4). (B)(4)

Event description:
It was reported that pacing impedance and capture threshold values were rising on the right ventricular (rv) lead. In addition, there was an inappropriate mode switch due to far field r-wave (ffrw) over-sensing with the right atrial (ra) lead. Reprogramming was done by the clinic, and both rv and ra leads remain in use. No patient complications have been reported as a result of this event.